Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pediatric. According to the reporter: the balloon was filled and popped while inside the patient. A new device was used to complete the case, there was no additional bleeding, neither the operating room time nor the incision size was increased and no pieces fell into the cavity. No patient injury was reported.